Event description:
The patient was implanted with herniamesh t-sling on (B)(6) 2010. Later the patient experienced palpable and visible submucosal mesh on the left side and sulcus is high on the right side, mesh erosion, symptomatic sling mesh pressure, left vaginal abnormal scarring, irregular fold of the vaginal mucosa, decrease in the flow of urination, slight dyspareunia, decreased urine sensation to void, urgency, recurrent vaginitis, urinary tract infection, chronic interstitial cystitis, pelvic pain and vaginal itch. Estroderm patch was prescribed on (B)(6) 2011. Surgery for sling revision with a 5-6mm width of the mesh excised, cystoscopy x 2 with hydrodistension x 1 and a competitor's product placement; used as an intermediary patch, were performed on (B)(6) 2012. Reports urgency on (B)(6) 2013.